Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the generator displayed an error and failed. There were no patient complications, and the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the generator displayed an error and failed. There were no patient complications, and the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.